Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer supplied photo only shows the product packaging photo and does not provide sufficient detail regarding the complaint event description which is cuff leaked. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the cuff will not hold air, prior to use. No patient involved.".

Event description:
It was reported that "the cuff will not hold air, prior to use. No patient involved."

Manufacturer narrative:
(B)(4).